Event description:
It was reported the patient presented in clinic for a device exchange. Upon interrogation, it was discovered the atrial lead was oversensing noise triggering inappropriate auto mode switches. The atrial lead was capped and replaced on (B)(6) 2022. The patient was in stable condition before, during, and after the procedure.